Event description:
Reportedly, following a syncope, the patient came back to the hospital for a follow up. Memory data were read with the programmer and the physician requested some explanations relating to the low lead impedance measured in bipolar configuration, to the recorded episodes and whether the lead status was still fine or not. It should be noted that the leads were implanted in 1993 and the symphony pacemaker involved in this MDR report was the 3rd implanted pacemaker for this patient (since 1993).

Manufacturer narrative:
January 11, 2010: this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B)(4). Review of follow up files dated 06/03/2008 showed that: the statistic counters were reset on (B)(6) 2007; aida data cover the period (B)(6) 2007 to (B)(6) 2008; mode switch episodes and atrial runs were recorded (see fig. 1-3 below); atrial events were sensed upon ventricular paced events; this suggests v/a cross talk, and lengthening of the pvab could prevent such oversensing to recur. Conclusion: pauses were due to ventricular oversensing (emi suspected), probably related to the patient's specific activities. The source of interference should be identified and avoided to prevent such events from recurring. Atrial oversensing was due to v/a cross talk and should be corrected by parameters reprogramming. Low bipolar atrial lead impedance could be due to blood infiltration in the atrial connector because of frequent box changes leading to lead insulation damage. If this low impedance measurement can be repeated, then unipolar reprogramming should be evaluated.